Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds that were noticed during the first appointment after implant. A chest x-ray was performed and a microdislodgment was confirmed. The physician decided to continue to monitor the lead as the threshold started decreasing after diagnosis. However, a month later the rv lead was surgically abandoned. A new rv lead was implanted at the procedure. No additional adverse patient effects were reported.